Event description:
It was reported that while the surgeon was implanting the implant the needle fractured and became loose in the knee when the first implant was being deployed. The needle was removed from the patient.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.